Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp(omsc). But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. The physical findings of the subject device were not reported. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows. On (B)(6) 2018: the biopsy channel: pseudomonas aeruginosa(50 cfu/ml). On (B)(6) 2018: the biopsy channel: pseudomonas aeruginosa(1 cfu/ml). The subject device had been brushed manually using a non-olympus cleaning brush(mtw) and disinfected using non-olympus automated endoscope reprocessor(soluscope serie4) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".